Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician had difficulty inserting the atrial lead into the pulse generator port. Eventually the lead was inserted and secured. The electrical parameters were good.